Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the battery's longevity was observed between follow-up visits. In the beginning of this year, the battery longevity showed 3 years remaining; however, recently showed 8 months remaining. A technical services consultant reviewed device data via latitude (remote monitoring system) which determined that the power consumption is increasing. Further review was completed by engineering, and confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the battery's longevity was observed between follow-up visits. In the beginning of this year, the battery longevity showed 3 years remaining; however, recently showed 8 months remaining. A technical services consultant reviewed device data via latitude (remote monitoring system) which determined that the power consumption is increasing. Further review was completed by engineering, and confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Further information was provided from the field that this device cannot be located and was likely disposed of. Should additional information become available, a supplemental report will be submitted.